Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegations were confirmed. Based on the investigation, the root cause of the foreign material residue in the device could not be identified. Therefore, the definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope exhibited a shutdown due to residue/substance. The issue was found during service/maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.